Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. Customer reported a blood glucose (bg) level of 186 (mg/dl) and delivered a bolus. The customer reloaded the same cartridge onto the pump and the issue was resolved.